Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer could not clear the alarm and stated that none of the buttons were working. Customer stated that there was nothing unusual leading up to the alarm. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. Customer has a back-up plan of manual injections. No further assistance needed.

Manufacturer narrative:
The insulin pump alarmed button error followed by intermittent buttons due to corroded keypad traces. The insulin pump has cracked case at display window corners, reservoir tube and battery tube threads, minor scratched display window broken, belt clip slot and stained end cap sticker.